Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were made. No further information available.